Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) was dispatched to the customer's facility and confirmed the reported issue. Fse identified the issue to the sample tubing getting caught in the dispensing arm. Fse rerouted the tubing, ran daily checks, and quality controls (qc). The results are within acceptable range. No further action required from field service. A 13-month complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2016 through (B)(6) 2017. There was one similar complaint identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages for actuator-related errors, error 4029 spec. T-axis home not found is generated when the home position of the specimen 0-axis motor cannot be detected. Troubleshooting states to turn the power off and on again. If this problem recurs, to contact the service department. The most probable cause of the reported issue is due to the tubing getting caught in the dispensing arm.

Event description:
On (B)(6) 2017 a customer reported getting error 4029 t-axis home not found and a grinding noise on the aia-360 instrument. The customer is unable to run patient samples bhcg (beta human chorionic gonadotropin), e2 (estradiol), prog ii (progesterone), lh ii (luteinizing hormone). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg, e2, prog ii, and lh ii. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.